Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 customer alleged pump has cosmetic damage (cracked battery compartment). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, partially detached retainer, cracked case on corner of belt clip rails, cracked case on battery tube, missing display window/cover, cracked keypad overlay, cracked case above arrow and battery icon, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on battery tube and cracked battery tube threads was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.